Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: "< inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the color tone of the image was abnormal and the image had noise due to damage on the charge-coupled device unit. Additionally, the color tone of the image was not proper due to damage on the video plug. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the universal cord. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the universal cord was dirty due to insufficient cleaning or handling. It was also observed that the video connector had a crack due to a handling problem. It was observed that the video cable had a cut due to chemical or physical stress. It was also observed that a noise on the image occurred due to the electrical contact of the video connector being shaved. It was observed that switch 1 was dirty due to deterioration or due to chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light guide cover glass, video connector case, bending section cover, video connector, light guide connector, right and left lever, the grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a red horizontal line (noise) on the image when plugged into the connector. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.